Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not booting up.¿ upon investigation it was confirmed that issue was with defective host pc. The philips engineer replaced host pc, hard disk and reloaded the software. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system and determined that the host-pc needed to be replaced. The fse replaced the host-pc, and the device was returned to expected functionality.